Manufacturer narrative:
The insulin pump was unable to prime during the prime test. Unable to perform the seat, rewind, occlusion, no delivery, or the motor error tests due to the prime anomaly.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. Attempted to run the high pressure test, but the insulin pump gave a motor error alarm during the test.